Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's complaint that the instrument was broken. The instrument pitch cables were broken at the distal clevis hub of the instrument. The cable segment that contains the crimp was installed in the clevis of the instrument. The clevis did not exhibit any damage or wear marks. An additional observation not reported by site was that the instrument's main tube had scratch marks /abrasions. The distal end of main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damages were found on the instrument. An additional observation not reported by site was that the instrument's distal pulleys had mechanical indentations/burrs. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis investigation concluded that the mechanical indentations/burrs damage may be due to likely mishandling/misuse. This complaint is being reported due to the following conclusion: the instrument was found to have a broken cable at the distal clevis hub, scratch marks/abrasions on the main tube, and the distal pulleys had mechanical indentations/burrs.

Event description:
It was observed during central processing that the fenestrated bipolar forceps instrument was broken. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.